Manufacturer narrative:
No button response due to corroded keypad traces. The device was received with moisture damage on the electronics and motor. The device had cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, and minor scratches on the display window.

Event description:
Customer reported via phone call, the insulin pump fell into the insulin pump. Customer's blood glucose was 86 mg/dl. The device was dropped in the pool. Customer stated the device was clear and can see the liquid in the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.